Event description:
Philips received a complaint on the xl+ device indicating that the hands-free pads cable was broken. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a hands-free pads cable was ordered. The device remains at the customer site and no further evaluation is warranted at this time.